Event description:
Screw sd crssdr 1.5 x 5 mm kls martin lp broke during insertion. Diagnosis or reason for use: insertion of cochlear implant. Screw sd crssdr was intended to be used to secure the cochlear implant. Broke during insertion. A third screw was used to secure device. Part of broken screw unable to be removed from pt.